Event description:
Additional information received noting that the fall, rib fracture and head injury are now being assessed as being unlikely related to stimulation/device.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿rib fracture¿ is not available. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿head injury¿ is not available.

Event description:
An adverse event of fall was reported with a moderate severity and noted to be possibly related to stimulation and the device. The outcome of the event was noted to be recovered/resolved. It was then reported that the patient's 5th rib was fractured and they had a head injury. The events have moderate severity and noted to be possibly related to stimulation and the device. The outcome for the rib fracture is noted to be recovering/resolving and the outcome for the head injury is noted to be recovered/resolved. No other relevant information has been received to date.